Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced skin defect over the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.